Event description:
According to the reporter, during a procedure, the knife did not go through and the reload stopped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.